Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device closed and would not open to apply clips. Device jaws could be opened enough to remove from tissue. Another device was used to complete the case. There was no consequence to the patient.